Event description:
The patient received her scs system on (B)(6) 2010, consisting of an ipg and percutaneous lead. It was reported that the patient recently lost stimulation. Diagnostic tests taken shortly thereafter revealed invalid impedance readings for all lead contacts. As such, surgical intervention was scheduled for (B)(6) 2010 to address the lead issue. However, it was later discovered that the patient could not communicate with her ipg using the programmer. An x-ray of the patient's scs system was taken in the operating room, but no visible anomalies were detected. At that time, the patient's lead was also tested and impedance readings were found to be within specifications. After several unsuccessful attempts to establish communication with the ipg, a decision was made to replace the device. When using the new ipg in conjunction with the patient's existing lead, effective stimulation was recaptured and impedance readings were within specifications. The explanted ipg was returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.